Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error in handling the device, causing damage to the functionality of the device¿s features.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/29/2024, it was reported by an arthrex subsidiary employee via sems(B)(4) that the ar-9831 aspirating ablator probe electrode lifted off the tip of the probe and almost peeled off, and the shaft became hot. Another device was used to complete the case. This occurred during use in a case with no patient impact.